Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to infection. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. Visual and microscopic examination of the cuff found it was cut in half from a sharp instrument. Visual and microscopic examination of the balloon did not identify any device issues. The balloon also passed leakage testing. Functional testing of the balloon found it tested above specifications. Visual examination of the pump did not identify any device issues. The pump also passed leakage testing and functional testing. The reported patient symptom of infection is a known risk associated with artificial urinary sphincter procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to infection. The device was removed and replaced. There were no additional patient complications.